Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference report #1627487-2017-01007, #1627487-2017-01009. It was reported the scs system was no longer relieving the patient's pain. The patient's devices were scheduled to be explanted on (B)(6) 2017; however, the explant date is unknown to the manufacturer due to abbott representative not being present for the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference report #1627487-2017-01007, #1627487-2017-01009. It was confirmed the patient's system was explanted on (B)(6) 2017.